Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the hose was "leaking air." The event was not related to surgery. No injuries reported and no user report filed. There was no additional information provided.